Manufacturer narrative:
As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that a revision was planned for (B)(6) 2016. It has also been reported that a head and a stem manufactured by another company were implanted. According to the provided information the current situation reflects an off-label use.

Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. X-ray pictures were received and will be reviewed within the investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e allofit cups) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4). Still implanted.

Event description:
It was reported that the patient was implanted a fitmore shell with screw cones, uncemented, 52/ii on (B)(6) 2006 on the left side. It was reported that the patient is experiencing hip pain while walking and that the patient's doctor assumes loosening of sulmesh-net of the cup, as indicated by radiologic findings.

Manufacturer narrative:
A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR) review results: for fitmore, shell with screw cones, uncemented, 52/ii and durasul, alpha insert, ii/32 the device manufacturing quality records indicate that the released components met all requirements to perform as intended. As no lot numbers were provided for the following devices, the device history records could not be reviewed: cancellous bone screw, countersunk, 6.5x30, ref: 42.19.30, lot: unknown. Cancellous bone screw, countersunk, 6.5x35 ref: 42.19.35, lot: unknown. Event summary: it was reported that the patient has hip pain during walking. Doctor assumes loosening of sulmesh-net of cup, indicated by radiologic findings. Review of received data: three x-rays were received. Investigation of the x-rays can be summarized as follows: all three x-rays show a pelvic overview in ap with a thp in the left hip, dated (B)(6) 2006, (B)(6) 2015 and (B)(6) 2016 respectively. The x-ray taken on (B)(6) 2006 shows the situation shortly after the implantation of the components on he left hip. The inclination angle of the cup was measured at approximately 50°. Based on the appearance of the cup it is assumed that the anteversion is almost 0°. The x-ray of (B)(6) 2015 shows an uneven appearance of the cup in the caudal /medial region of the cup. The inclination angle of the cup on the x-ray is measured at approximately 55°. It also appears that the anteversion of the cup has changed as well when comparing it to the previously taken x-ray. On the x-ray dated (B)(6) 2016, there is a radiolucent line visible between the cup and the sulmesh layer in the medial region of the cup. This observation indicates a debonding of the sulmesh. Radiolucent lines can also be observed in the cranial region of the cup and around the screws indicating possible loosening. The inclination angle of the cup on the x-ray is measured at approximately 59°. Comparing with the x-ray taken on (B)(6) 2006 the anteversion of the cup obviously changed. While the rim of the shell on the previously taken x-ray is shown as almost one line on the current x-ray the rim is shown as an oval opening. Review of the report evidence following points. The surgical notes of implantation dated (B)(6) 2006 are available for evaluation. The notes report that the patient underwent the surgery due to coxarthrosis on the left hip. A minimal invasive approach "nach röttinger" was chosen. According to the report a fitmore cup size 52 was implanted and fixed by two screws (35 and 30mm). A durasul inlay was implanted together with a biolox head conus 12/14 +1 (manufactured by competitor, seems to be (B)(4)) and a corail stem (manufactured by competitor, (B)(4)). No other conspicuousness. Devices analysis: no product was returned to zimmer (B)(4) for in-depth analysis as not yet revised. Review of product documentation: the cup and the inlay and biolox forte head (manufactured by zimmer (B)(4)) are compatible. However, the product were combined with products manufactured by the competitor (B)(4) (stem and probably biolox head). The combination with competitor products is not approved by zimmer (B)(4). Root cause analysis conclusion based on the x-rays: the observations made when reviewing the x-ray point to debonding of the sulmesh. Based on the measured inclination angles and the observed change of the anteversion it is assumed that the cup migrated. It can only be hypothesized that at one point in time the cup was only partially anchored in the bone and started its migration. During the dynamic migration process of the cup, the well anchored and in the bone integrated part of the sulmesh could not follow the motion of the cup. This situation might have led to the debonding and tearing of the sulmesh from the shell. Conclusion summary: a root cause for the debonding cannot be determined with the information at hand. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient has hip pain during walking. Dr. Assumes loosening of sulmesh-net of cup, indicated by radiologic findings. Review of received data: three x-rays were received (hard copies). All three x-rays show the pelvis overview in ap with a thp at the left hip. The x-rays are dated (B)(6) 2006, (B)(6) 2015 and (B)(6) 2016 respectively. The x-ray taken on (B)(6) 2006 shows the situation shortly after the implantation of the components on the left hip. The inclination angle of the cup was measured at approximately 50°. Based on the appearance of the cup it is assumed that the anteversion is almost 0°. The x-ray of (B)(6) 2015 shows an uneven appearance of the cup in the caudal /medial region of the acetabulum. The inclination angle of the cup on the x-ray is measured at approximately 55°. It also appears that the anteversion of the cup has changed as well when comparing it to the previously taken x-ray. On the x-ray dated (B)(6) 2016, there is a radiolucent line visible between the cup and the sulmesh layer in the medial region of the cup. This observation indicates a debonding of the sulmesh. Radiolucent lines can also be observed in the cranial region of the cup and around the screws indicating possible loosening. The inclination angle of the cup on the x-ray is measured at approximately 59°. Comparing with the x-ray taken on (B)(6) 2006 the anteversion of the cup obviously changed. While the rim of the shell on the previously taken x-ray is shown as almost one line on the current x-ray the rim is shown as an oval opening. The surgical notes of implantation dated (B)(6) 2006 are available for evaluation. The notes report that the patient underwent the surgery due to coxarthrosis on the left hip. A minimal invasive approach "nach röttinger" was chosen. According to the report a fitmore cup size 52 was implanted and fixed by two screws (35 and 30mm). A durasul inlay was implanted together with a biolox head conus 12/14 +1 (manufactured by the company depuy) and a corail stem (manufactured by the company depuy), which is considered off-label use. Devices analysis: the fitmore cup was returned assembled with the durasul insert. In addition, a part of the debonded sulmesh was returned. On the anchoring side of the fitmore cup approximately one third of the sulmesh is missing. A fragment of the missing sulmesh was received for investigation and shows bone attachments on its entire surface. The anchoring side of the shell is partially covered by imprints of the sulmesh. The sulmesh that remained on the shell shows only small areas with bone attachments. Some scratches and nicks most probably deriving from revision surgery are present on both sides of the cup. The pe insert shows some scratches, nicks, cut-ins and a drilled hole deriving most probably from revision surgery. The polyethylene is partially slightly yellowish discolored. The loaded area covers approximately the entire articulation surface and appears polished. On the anchoring side of the insert, there is nothing conspicuous. Review of product documentation: the cup and the inlay and biolox forte head (manufacture by zimmer) are compatible according to www.productcompatibility.zimmer.com. However, the products were combined with a stem manufactured by the company depuy (and probably also the biolox head). The combination with competitor products is not approved by zimmer biomet. Conclusion summary: the implants were revised after approx. 10 years 7 months in vivo due to hip pain during walking. The loosening of sulmesh was assumed and indicated by the radiologic findings. The x-rays at hand and the appearance of the retrievals confirm the debonding. The sulmesh that remained on the shell show only small areas with bone ongrowth while the received sulmesh fragment shows bone attachments on its entire surface. Thus, it can be assumed that it was well integrated into the bone. It can be hypothesized that at one point in time the shell was only partially anchored in the bone and started its migration. During the dynamic migration process of the cup, the part of the sulmesh integrated in the bone could not follow the motion of the cup. This might have led to the debonding and tearing of the sulmesh from the shell. It is unknown why and at what point in time the cup started its migration. The fitmore cup and inlay were combined with a depuy stem and a biolox head. The combination with competitor products is not approved by zimmer biomet and considered as off-label use. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).

Manufacturer narrative:
This case has been re-opened. Additional information was received on october 31, 2016. It has now been reported that the patient was revised on (B)(6) 2016. The products were returned to zimmer (B)(4) and a visual examination is ongoing. As soon as updated investigation result will be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a fitmore shell with screw cones, uncemented, 52/ii on (B)(6) 2006 on the left side. The patient was experiencing hip pain while walking and that the patient's doctor assumes loosening of sulmesh-net of the cup, as indicated by radiologic findings. A revision surgery was performed on (B)(6) 2016 due to intolerable pain because of cup loosening. It has also been reported that a head and a stem manufactured by another company were implanted. According to the provided information the current situation reflects an off-label use.